Event description:
It was reported that pump displayed repeated cartridge change errors about ten times over one and a half weeks, with each error occurring a few hours after cartridge changes and causing blood glucose to rise to an unspecified high value no assistance from emergency services or other third parties was required. Customer gave correction insulin by injection, worked with technical support to inspect cartridge components, clean pump connection area, and reload cartridge, and was ultimately able to complete loading process and resume insulin delivery. Cts to replace pump. Customer reverted to an alternative method of insulin therapy.